Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Stenosis and/or regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this device was received and attempts to get additional information have been unsuccessful. The root cause of the event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model aortic valve was disabled via a valve-in-valve procedure after an unknown implant duration due to severe stenosis and regurgitation. A 26mm transcatheter valve was implanted with great outcome. Patient was discharged home in stable condition on pod #1.

Event description:
It was reported that a 25mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 20 years due to deterioration, severe central regurgitation, and moderate stenosis. A 26mm transcatheter valve was implanted. Patient was discharged home in stable condition on pod #1. There is no investigational evidence suggesting the surgical valve failed prematurely.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated a1, a2, a3, b5, b7, d1,d4, f10, g5, h4, and h6 per new information received. H11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.